Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the batteries of the system were replaced, the fan and cd rom were replaced to restore functionality. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the imaging system batteries were not charged sufficient and potentially degraded. It was reported that a fan in the gantry was making an unexpected noise. Additionally, the cd rom was not closing as intended. There was no patient present when this issue was identified.